Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to due to reset errors within the xena ic. The device was tested on the bench and including cold temperature soak to stress the device, and back up condition was reproduced. The cause of the bvvi was xena ic cold temperature sensitivity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. Prior to the procedure, interrogation revealed that the pacemaker was in backup vvi mode. The pacemaker was not used. There was no patient involvement.